Event description:
The customer stated that the reported problem was identified right away and the patient was removed from the ventilator. The patient was manually ventilated for the remainder of the transport with no patient harm reported.

Event description:
It was reported that the ventilator had a hardware fault (sndr error). It is unknown if the ventilator was connected to a patient when the reported problem occurred.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The power board passed bench testing, the alarm test, and the extended test run. No hardware faults were detected during testing.